Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the helix caused the distal coil to become over torque, resulting in that the distal coil collapsed and damaged the distal insulation and consequently also short circuited the lead coils.

Event description:
It was reported that the right ventricular lead exhibited impedance less than 200 ohms and an insulation anomaly. The lead was explanted and replaced.